Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing including displacement, a21 error, basic occlusion, occlusion, excessive no delivery and prime/a33 tests. Inspected reservoir tube o-ring and functioned properly and no moisture damage found inside the insulin pump. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that their blood glucose readings were high. Customer had to treat themselves with manual injections to bring down the high. Customer also states that the insulin pump was exposed to fluid. Furthermore, customer is unsure whether the o-ring inside lip of reservoir compartment is missing. The blood glucose reading is 450 mg/dl. Nothing further reported.